Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the pusher assembly was fractured, and the embolization coil was detached from the pusher assembly. If the device is advanced against resistance during use, damage such as a kink and subsequent fracture to the pusher assembly may occur. Subsequently, if the two fracture segments are separated, the pull wire will retract out of the pusher assembly distal tip and the embolization coil will detach. Based on the reported complaint, the root cause of resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a ruby coil, and a non-penumbra microcatheter. During the procedure, while advancing the ruby coil through the proximal end of the microcatheter, the physician experienced resistance. The physician then decided to remove the ruby coil. Upon removal, the physician found that the pusher assembly was fractured and the ruby coil unintentionally detached. Therefore, the ruby coil was not used for the remainder of the procedure. The procedure was completed using a new ruby coil and five pod packing coils (pod pc). There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.